Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device data logs observed the custsomer's report; however, evidence that the pads were disconnected prior to the error messages was also found. Investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.